Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/. Customer's blood glucose level was 48 mg/dl and treated the low blood glucose with 15 grams of sugar. Customer declined troubleshoot for low blood level. The customer stated the gold piece of her battery is has detached from the cap. Customer stated that they were able to place the contact back on and doesn't want to remove the battery cap. The insulin pump will be returned for analysis.